Event description:
It was reported that after initial implant surgery, the patient sustained fall and created load on to the construct, causing one expedium polyaxial screw and two expedium rods to break. Revision surgery was performed and the devices were explanted and replaced. This report is being filed for the first expedium rod that was involved in this event. See mfg medwatch report no. 1526439-2013-16771, for the expedium polyaxial screw that was involved in this event.. See mfg medwatch report no. 1526439-2013-16773, for the second expedium rod that was involved in this event.

Manufacturer narrative:
It was reported that the device was sent to the hospital's central processing and was not returned. Review of the device history record cannot be performed as the lot code is unknown. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Not available..